Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history settings issue. The reporter stated that the pump was suspending without the display screen indicating that it was doing so. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: during evaluation, the pump powered on normally. The pump was able to successfully complete an ez prime sequence. The pump was exercised for 24 hour on a 1 unit per hour basal rate with no errors, alarms, or warnings. The pump was manually suspended during testing and then the pump was manually resumed. The suspend and resume were both accurately recorded in the pump¿s history. The pump¿s history showed that the pump powered off during the suspend sequence. When this occurred, the factory default time and date was recorded in the pump¿s history. The units remaining were correctly calculated and accurately recorded in the pump¿s history. No hypersensitive keypad buttons were observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.